Event description:
The customer reported that there was no alarm sound at the piic ix for any beds/sectors, though visual was present. There was no patient incident and/or delay in patient treatment alleged.